Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause and treatment were not reported. At the time of this report, the patient had a "quick resolution" to the peritonitis. Pd therapy was ongoing. No additional information is available.